Event description:
It was reported that a patient's blood glucose (bg) levels reached over 300 mg/dl while activating a pod. They stated that the cannula did not deploy at all. As treatment for hyperglycemia, a manual injection of insulin was delivered. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.